Event description:
A zoll distributor returned electrode belt sn (B)(4) to report that the belt ecgs are non-functional.

Manufacturer narrative:
Device evaluation summary. Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (ECG's non-functional) has been confirmed. Upon investigation the electrode belt failed incoming functionality testing. The brown (lead 1-) wire on the ECG c and d cable was broken inside the distribution node (dn). The cause for the failure was isolated to the broken wire. The root cause for the broken wire could not be positively identified. No adverse event resulted from the broken wires.